Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. There was poor coupling and the patient had problems just getting 2 bars. It was noted that the battery was moving a little bit. The date of this was asked but able to be provided. The patient had a massage a couple of months ago and when the patient turned over they felt it move. The health care professional (hcp) told the patient to wear a belt and a tight suit; however, it never really changed and still moved. The hcp stated that to go in would be a major operation and the patient stated that they were ¿done with those.¿ there were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.